Event description:
It was reported the patient's ipg pocket site felt uncomfortable due to the device size as the patient had lost weight. The patient underwent surgical intervention to explant and replace the device with a different model ipg. Follow-up identified the patient is no longer experiencing discomfort and the issue has been resolved.

Manufacturer narrative:
The returned product was not analyzed as the complaint of patient discomfort could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.